Event description:
Valve was implanted. Unable to come off bypass. Md opened atrium & trimmed back the suture (thought to be occluding leaflet.) Again unable to come off bypass. The tee showed only one leaflet to be moving. Valve explanted. A carbonmedic valve was then implanted.